Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity with remaining battery level found to be 3-4 years. A request was made to have data from this device analyzed. Data analysis confirmed that the voltage alert is due to elevated impedance in the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.